Event description:
Customer reported device = 131mg/dl. Another device = 91 mg/dl lab = 84 mg/dl. Tests were performed 10-30 minutes apart. No treatment was received. Controls were in range. A request was made for return product and replacement product was sent.